Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202346681, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump felt very softer than usual. When opening the pinch clamp and removing the distal luer cap, infusion was immediately observed. Infusion was verified on all the saf flow rates, 0ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded with a male and female luer using cyclohexanone. The pump was refilled with 0.9% of saline using a 60cc syringe to 30ml. No leaks were observed during the filling process so the pump was injected with 5ml of food grade dye. The pump was then refilled to 565ml of 0.9% saline using the baxa repeater pump. The saf was set to 14ml/hr and the pump was pressurized for over 48 hours and no leaks were detected. The pvc bag was cut opened using scissors to examine the inner bladder. The kraton bladder was observed ruptured but the pvc bag and outer bladder was still intact. The investigation is on-going. The investigation concluded that although the customer reported complaint cannot be confirmed, an internal bladder rupture was observed but the outer bladder and pvc bag was still fully intact. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 750 ml. A report was received stating the fluid was trapped underneath the pvc layer. No further information to be provided

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Upon further internal review, halyard health determined that the malfunction reported would not be likely to cause or contribute to a serious adverse event, and therefore this event will no longer be considered reportable. No further information on the complaint will be filed.